Event description:
The patient's chest x-ray showed that the right ventricular lead that was placed was not in the appropriate position. The chest x-ray the following day showed proper position. Dft (defibrillation threshold) testing was not done following the original implantation procedure secondary to hemodynamic and airway instability.